Manufacturer narrative:
(B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.

Event description:
Customer stated meter is reading mmol/l and they needed a meter reading in mg/dl. Reviewed memory and last result was 7.6 mmol/l. Distributor will replace meter. No adverse event noted.